Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed a sticky film on the lens, but the type of the material or root cause cannot be identified. It can be presumed that the event was due to a degradation issue, such as problems that may occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a sticky film on the surface of the objective lens. There was no patient involvement.